Event description:
Per the audiologist, due to the patient having a common cavity, only a partial insertion of the electrode array was achieved during the implant surgery. Over time, the patient lost use of multiple electrodes. Results of an integrity test done in 1994 and 2008 were consistent with normal receiver/stimulator function with multiple faulty electrodes. The later test showed an increased number of unusable electrodes. Explantation/reimplantation surgery was recommended, but had not been scheduled at the time of the report.

Manufacturer narrative:
This type of event is addressed in the device labeling.